Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient sometimes has swelling and moderate stiffness. There is no new information that would change the existing MDR decision. The complaint was updated on: 10/22/2015.

Event description:
Patient was revised due to loosening of the tibial component. Loosening occurred at the cement/implant interface. Cement was manufactured by depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/16/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to being revised the patient was experiencing pain. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 07/09/2015.

Manufacturer narrative:
(B)(4). Update 1/21/2016- x-rays and were reviewed. Subsidence was noted. The complaint has been updated accordingly the received x-rays were reviewed by a depuy medical professional. Attached radiographic images and a cd containing radiographs of the right knee were reviewed 21 jan 2016 (B)(4). There was no evidence of implant fracture or implant disassociation. Serial radiographs were reviewed. There was evidence of loosening at the cement/implant interface of the tibial component allowing it to shift into varus and subside anteriorly. (B)(4) has been undertaken to investigate attune postoperative loosening further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.